Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We ,therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving no delivery alarms on the insulin pump when attempting to change out tubing. Customer's last blood glucose reading was noted to be 65 mg/dl and the customer has treated with juice. No further information reported.